Event description:
Boston scientific received information in (B)(6) 2011 that this patient advocate contacted patient support to report that this patient was experiencing pains. The patient advocate commented that the "lead in the lower part of the heart wasn't working". The patient advocate asked why the lead would stop working. Patient support recommended that the patient advocate should contact the physician to discuss further. The patient informed patient support that the family attorney would be contacted to look into this matter and disconnected the call. Subsequently, boston scientific received information that the local representative spoke directly with the clinic. The right ventricular (rv) lead was exhibiting elevated rv pacing thresholds (2.0 volts). There was no reported intervention (reprogramming or invasive). Subsequently, boston scientific received information in (B)(6) 2012 that this patient's spouse contacted patient services to report that this patient has been experiencing a burning sensation around the pacemaker site at night when sitting in a recliner. The patient complains that it is tightening up around his pacemaker and itches. Additionally, the patient reported receiving a shock while asleep and gets jerky. The spouse commented that the patient almost jumps out of bed and has a wire that is coming off in the back. It appears that this patient may now be followed by another physician. Patient services was told that the physician did a heart cath about 4 weeks ago and found a bad area inside the heart which was treated ("zapped"). The procedure was done in (B)(6) 2012. Patient services suggested that the patient contact the clinic to discuss further.

Manufacturer narrative:
No additional information is available despite multiple attempts to the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.